Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, and a cracked case at the reservoir tube window corner.

Event description:
It was reported that the customer had damage on the insulin pump. Customer stated that the gasket around the top of the reservoir looks like part of it is coming out. Customer's blood glucose level is 124 mg/dl. Customer reported that she woke with really high blood glucose levels of 400 mg/dl. Customer stated that it gradually went down. Customer had a low blood glucose level last night and sometimes the customer will go high after that. Insulin pump will need to be replaced. Customer stated that she might have had the low because she double dosed. Customer declined troubleshooting for high or low blood glucose levels. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).